Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the unit was received for the second time and displayed an e-1 error message.